Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10333. It was reported the patient is not receiving stimulation and intermittent shocking at the ipg site. X-ray results indicate the patient's lead has partially pulled out of the ipg header; however there were no impedance issues during a system interrogation. Surgical intervention may be pending to address the issue.